Manufacturer narrative:
Per good faith effort (gfe) response, the fse followed the troubleshooting manual and checked the pins of the solenoids (which were in perfect condition). The fse opened the device and verified the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). After reassembling the da pcba, testing the device, connected the tubes, and using an artificial lung, the fse was able to verify that the device worked correctly. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a pressure sensor autozero failure error occurred. A service quote for repair was sent to the customer for approval, and the customer accepted.